Manufacturer narrative:
Concomitant medical products: ddbb1d4 ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
A device system was received and it was reported that the patient is deceased. The death occurred approximately four years and ten months post implant the cause of death was provided as septic shock, enterobacteria, bacteremia, pancytopenia, cardiomyopathy and atrial fibrillation (af). Additional information regarding the cause of the septic shock was requested and not received.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.